Event description:
It was reported that, the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) exhibited a gradual increased in the shock impedance. A commanded shock was performed, and the measurements were high out of range. This ICD remains in service. No additional adverse patient effects were reported.